Event description:
A resolute integrity rx drug-eluting stent was successfully implanted in the proximal lad. Post deployment angiogram (date unknown) showed that a stent thrombosis had occurred at the proximal edge of the stent. No further details are available. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent thrombosis). (B)(4). The source of this event was literature. The information could not be matched with other information known to medtronic. Attempts made to obtain additional details. Reference: expert review of cardiovascular therapy stent thrombosis in patients with chronic kidney disease. 10(5), 617-626 (2012); issn 1477-9072 www.expert-reviews.com 10.1586/erc.12.45 © 2012 expert reviews ltd issn 1477-9072.